Event description:
It was reported that during a vats lobectomy procedure, those ace36e were not activated properly. The cutting power seemed to be very low. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device a and c was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device to stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'replace instrument' with the gen11 later in the procedure, and continued usage can result in a broken blade. The device b was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. It is possible that, because of the tissue pad melted, the clamp arm of the device did not closed on the blade correctly, causing the reported drop in cutting and coagulation power probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Device a batch (B)(4): mfg. Date 5-19-2011, exp. Date 4-19-2016. Device b batch (B)(4): mfg. Date 6-23-2011, exp. Date 5-23-2016. Device c batch (B)(4): mfg. Date 8-1-2012, exp. Date 7-1-2017.